Manufacturer narrative:
(B)(4).

Event description:
The patient reported via a manufacturer representative reported that they could turn off their implantable neurostimulator (ins) by pushing on the ins in a certain way. The patient first noticed this issue a few weeks prior to the report. The impedances were good and the stimulation diary showed that the stimulation was on 24/7 for the last month straight. The patient ¿turned off¿ their stimulation and the manufacturer representative checked the ins with the programmer and the stimulation was still on. The patient did the same thing with the stimulation on stronger and they noted that it didn¿t turn off but the stimulation got weaker. The manufacturer representative turned on adaptive stimulation and instructed the patient to only use their patient programmer to make adjustments. The patient was implanted for spinal pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.